Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The leak was at past o-rings of reservoir. Customer stated the leak occurred after filling the reservoir and removing the plunger rod. Customer states the reservoir was used. Fluid was visible in the battery, reservoir compartment or under lcd display. Transfer guard was already thrown away. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.